Manufacturer narrative:
(B)(4). The returned device was visually inspected, and initially appeared in good condition. A second visual inspection was performed, and an opening was found on the peek housing area. Per the reported event, a deflection test was performed, which the catheter passed. Per the observed damage, scanning electron microscopy was performed. The results showed evidence of scratches and mechanical damage on the surface of the peek housing. Internal components were exposed. It is possible that the damage was caused by contact with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint cannot be confirmed. Based on available analysis finding results, the damage on the peek housing area does not appear to be caused by any internal bwi processes. There is evidence that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a patient underwent a procedure with a navistar thermocool catheter where the deflection mechanism malfunctioned. During the procedure, the catheter lost its ability to deflect. It was exchanged for a new one, and the case continued. No patient consequences were reported. On (B)(6) 2017, the catheter was returned to bwi for analysis. An initial visual inspection of the device found it to be in normal condition. On (B)(6) 2017, a second visual inspection found damage on the peek housing. However, the integrity of the catheter appeared intact. If no internal components are exposed, the risk to the patient is remote. This was not an MDR reportable finding. On (B)(6) 2017, the catheter underwent scanning electron microscopy, and the results showed evidence of scratches and mechanical damage on the peek housing. If the peek housing is split/detached, or the internal catheter components are exposed, there is a potential risk to the patient. As a result, this event is MDR reportable. The awareness date for this event has conservatively been reset to (B)(6) 2017, the date the damage on the peek housing was first observed.